Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system when filling the tubing after an infusion set change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the compromised force sensor system alarm. The customer does not recall any significant events leading to the force sensor issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump is out of warranty and the customer was advised that their local medtronic office will have to contact them about a new pump. No products were returned or shipped.